Event description:
Device issue: vessel locator button failed to engage. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, resistance was felt when attempting to depress the vessel locator button and it could not be completely depressed. The device was removed from the patient's anatomy and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.